Event description:
It was reported that, during a npwt, on the 3rd day the pico 7 multisite small 15cm x 20cm stopped working. Batteries were exchanged, but the problem was not solved. The procedure was restarted without delay using a new pump device. Patient was not harmed.

Manufacturer narrative:
H3, h6: we have now concluded our investigation for the complaint received. A review of the batch manufacturing records could not be performed as the lot number provided was not a valid lot number, however, there are no indications to suggest that the device did not meet specifications upon release into distribution. The complaint history file contains further instances/related events of the reported event. The device was used for treatment and was returned for evaluation. An initial visual inspection did not identify any issues. When fresh batteries were inserted, the device did not function. This confirmed a relationship between the event and the device. Device performance data showed that the device ran for over 7 days. As stated in the IFU, the pico 7 device is designed to provide therapy for 7 days. The device stopped providing therapy as it had reached its end of life time limit. The investigation has been concluded as ¿no device problem identified¿. No further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.